Manufacturer narrative:
Patient identifier: multiple = (B)(6). Patient information: all available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer reported (B)(6) architect anti-hcv results for three samples. The patient's clinical history indicated the sample should be (B)(6). The following results were provided: sample ID (B)(6):(B)(6) and retest on alternate architect (B)(6), vidas (B)(6); prior results architect (B)(6) and vidas (B)(6), sample ID (B)(6): architect (B)(6), vidas (B)(6), pcr detected, sample ID (B)(6): architect (B)(6) and (B)(6) on alternate architect, pcr undetected; prior results architect (B)(6), vidas (B)(6) and pcr undetected. No impact to patient management was reported.

Manufacturer narrative:
A review of tickets determined that there is elevated complaint activity for lot 95526li00. A review of tracking and trending identified trends due to an increase in complaint activity for specific architect anti-hcv reagent lots, including lot 95526li00, due to non-abbott/ abbott positive control out of range low/ shifted down or depressed/ potential false non-reactive results. Return testing was not completed as returns were not available. Manufacturing documentation including statistical process control (spc) charts were reviewed. This review found the likely cause lot demonstrated lower rlu rates for the calibration and positive control values. Furthermore, the affected lot shows lower s/co values for the positive control at or below the lower specification limit of the spc chart. Retained reagent kits of lot 95526li00 were tested in a control setup. The lot number was calibrated on three instruments and the calibrations met instrument specifications. Two internal sensitivity panels and additional replicates of the positive control were tested. The sensitivity panel values and the positive control values met specifications; no false non-reactive results were obtained. Additionally, two commercial seroconversion panels were tested to evaluate the clinical sensitivity. The seroconversion panel results were compared to historical architect anti-hcv test results and it was noted that lot number 95526li00 detected the same bleeds as reactive, signifying the sensitivity performance is not adversely affected. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect anti-hcv reagent was identified.